Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6)-year old patient experienced left groin pain after altis procedure. Date of procedure: (B)(6) 2016. Date of onset event: (B)(6) 2016. Description of the event: left adductor pain during physical activity (eva=6) during 10 days. Treatment: paracetamol and ketoprofen during 4 days status of the event: resolved on (B)(6) 2016 (device still implanted). According the investigator, the event is related to the procedure.